Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the provisional is fractured.

Manufacturer narrative:
At this time, there remains no additional information to report. The fractured persona articular surface provisional (ps tasp) component in this complaint was manufactured before the design modification was implemented. As such, it remains a previously addressed design issue is considered as the root cause.

Manufacturer narrative:
Visual inspection of the returned persona tibial articular surface provisional (tasp) bottom confirmed that the medial side completely fractured off. The medial side that had fractured off was not returned. There also appears to be a fragment missing from the anterior lateral corner of the post. This fragment was not returned either. This device is used for treatment. The whereabouts of the missing pieces is unknown. It is unknown if the surgical technique was followed. There is no more information available at this time. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.